Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: the controller with an unknown serial number was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bent pin in one of the power ports on the controller. The controller was exchanged. No patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.